Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was depleting too fast. This ICD was noted to had reached elective replacement indicator (eri) and reverted to less than three months remaining. Moreover, engineering analysis indicated that the device most likely set to eri due to a temporary voltage drop after the auto capacitor reform and also explained that the device will set eri again. There was no known intervention as of this time and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It revealed that this device never triggered elective replacement indicator (eri) while implanted and there were no failing conditions found. The memory log was reviewed and found that while implanted the device recorded no suspicious faults or resets. The device diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was depleting too fast. This ICD was noted to had reached elective replacement indicator (eri) and reverted to less than three months remaining. Moreover, engineering analysis indicated that the device most likely set to eri due to a temporary voltage drop after the auto capacitor reform and also explained that the device will set eri again. Subsequently, this device was explanted. This device was returned for analysis. Device analysis result determined that the device recorded no suspicious faults or resets. Based on the normal battery rundown and the passing longevity, the analysis results are consistent with normal depletion.